Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaw damage the vessel or did the clip damage the vessel? Since the clip was not fed, jaw damaged the vessel.

Event description:
It was reported that during a laparoscopic pan proctocolectomy procedure, the clip was not fed into the jaws properly and the clip was not deployed at the 16th firing. The vessel was damaged and an additional clip was deployed on the center side vessel to stop bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.